Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No moisture damage on reservoir tube, motor, vibrator, battery tube or electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the drive support cap was flushed. It was reported that insulin pump passed self test. Fluid was present in reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.